Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/13/2025, a sales representative via (B)(4) reported that an ar-s7110-030-330w cup forceps and the ar-s7120-025-330w cup grasper malfunctioned during a case. The ar-s7120-025-330w distal tip broke off in the disc space. The broken piece was eventually identified and removed from the patient. The ar-s7110-030-330w will no longer close. These issues occurred while performing a discectomy at l5/s1 under normal working conditions. Other pituitaries were used to continue and complete the case without issue. The case was not delayed significantly due to the breakage. The surgery was completed as intended.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use